Event description:
Post deployment of a sapien valve in a 50/50 position within the native annulus, aortogram revealed moderate aortic insufficiency (ai). The tavr team members interpreted the angiographic moderate ai as an overhanging leaflet and deployed a second valve. Reportedly prior to the procedure concerns were expressed that the left coronary artery (lca) height was only measured at 4mm. The patient was described as inoperable due to severe copd and therefore not deemed to be a candidate for general anesthesia. This patient had already been rejected by other tavr sites due to the lca height and they wanted to proceed with the case. Due to the height of the lca it was elected to place a guide, wire and stent into the lca; then deploy the sapien valve with the lca being protected. After the native valve was crossed with a guidewire the patient began to experience hypotension and bradycardia; low dose levophed was started and the patient¿s blood pressure increased. Bav was performed without rapid ventricular pacing or a contrast injection. Intra arterial epinephrine was administered due to low blood pressure and the levophed infusion was increased. The sapien valve was advanced across the native aortic valve and deployed as intended, in a 50/50 position. After deployment coronary flow into the lca was present but somewhat sluggish. It appeared as if a native leaflet was in a position directly in front of the lca; however no st elevations were observed. An aortogram revealed moderate ai; according to the echocardiographer tte did not show any significant ai. The tavr team members interpreted that angiographic moderate ai was a result of an overhanging leaflet. It was elected to implant a second sapien valve, more aortic than the first. While the valve was being crimped the tavr team deployed the stent into the lca. After implanting the second valve the ai was lessened; however the flow into the lca worsened. The patient¿s blood pressure continued to drop and eventually the patient went into v-fib. The patient was defibrillated repeatedly, intubated and CPR was performed. An iabp was placed in an attempt to stabilize the patient. A decision was made to bring the patient from the cath lab to the or to perform a CABG of the lad/circ; the patient was transferred quickly to the or. The CABG was performed but the patient expired shortly after the surgery in the ICU.

Manufacturer narrative:
Per the instructions for use, central valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case the exact cause for the central regurgitation could not be confirmed; however, as reported, although the valve was deployed in a 50/50 position, native leaflet over hang was suspected. This could be due to long native leaflets. This event was resolved with implantation of a second valve in a more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.